Event description:
Same case as MDR ID# 2134265-2013-04114. (B)(6) 2013 the patient experienced a myocardial infarction with unstable angina and cardiac catheterization was recommended. A 95% stenosed and 15 mm long 1st target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0mm. The 1st target lesion was treated with pre-dilation and placement of a 3.0x20mm promus element plus study stent, resulting in 0% residual stenosis. A 75% and 23mm long 2nd target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.50mm. The 2nd target lesion was treated with pre-dilation and placement of a 2.50x28mm promus element plus study stent, resulting in 0% residual stenosis. In addition a non-target lesion located in the proximal left anterior descending artery was treated with placement of a 3.0x12mm unknown manufacture¿s drug eluting stent. The patient was discharged the following day on aspirin and clopidogrel. One day post discharge the patient developed non-cardiac chest pains and angiography without revascularization was performed. The patient was treated with medication. Twenty days post the discharge date the patient experienced cardiac chest pains and was treated with medication. The patient is scheduled for coronary artery bypass grafting.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further discovered that MDR ID: 2134265-2013-04995 and MDR ID: 2134265-2013-04307 were reported as duplicate reports to MDR ID: 2134265-2013-04115. On (B)(6) 2013, coronary angiography revealed 60% non obstructive non circumferential calcified lesion at ostial lad, previously deployed proximal stent (non study promus stent) was not optimally apposed (ivus) and prior stents patent. Initial ffr was negative. On (B)(6) 2013, the patient underwent coronary artery bypass grafting x 3 vessel with saphenous vein graft to right posterior descending artery, skeletonized free right internal mammary artery (rima) to 1st obtuse marginal (distal end of rima) with inflow from skeletonized left internal mammary artery (lima), and skeletonized free rima to left anterior descending artery (proximal end of rima) with inflow from skeletonized lima. Three days later the patient was discharged.

Manufacturer narrative:
(B)(4).